Event description:
It was reported that the customer reported pump prompted the need to change the cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were recorded from either the customer or technical support.